Manufacturer narrative:
A1: patient identifier (in confidence) - no patient identifier was provided. Therefore, data provided reflect gore's internal number for this case. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6: health effect - impact code: replaced code f1908 with code f15. H6: investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, a device evaluation could not be performed. This complaint was initiated based on information received from the field. The device remains implanted and could therefore not be evaluated. No medical images were returned to gore for an imaging evaluation. It was reported that upon noticing a thrombus formation on the device, the physician administered additional units of heparin in an attempt to dissolve the thrombus. After locking the device, the patient was eventually transferred to the ICU for further medical treatment as the thrombus had still not entirely resolved. However, over the second and third post-implant days, the patient reportedly received additional thrombolysis therapy, resulting in the complete regression of the thrombus. The available information does not suggest a device malfunction with respect to device performance. No further information was provided to gore for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.

Manufacturer narrative:
H3, coder "other": the device remains implanted. Therefore, an evaluation on the device cannot not be performed. H6, investigation findings, code c21: gore is currently reviewing the manufacturing records of gore® cardioform septal occluder involved in this case. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on july 5, 2024, a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). After deploying the left atrial disc inside the left atrium, a thrombus was visible on the left eyelet in transesophageal echocardiography (tee) imaging. To determine next steps, the occluder device was positioned on the septum without locking and additional units of heparin were administered to the patient with a total of (B)(4) units overall. Although the thrombus appeared to have diminished under tee imaging after a 25 minute waiting time, the physician considered removing the device versus delivering more heparin to dissolve the thrombus. However, when the occluder was locked eventually, tee imaging revealed the thrombus still attached to the device post locking. Thereafter, the patient was transferred to the intensive care unit for further medical treatment and monitoring of the thrombus. On july 9, 2024, it was reported that the patient had undergone thrombolysis therapy over the weekend and that on (B)(6) 2024, follow-up tee imaging confirmed the thrombus had dissolved completely. Reportedly, the patient was doing well.